Manufacturer narrative:
Concomitant products: d334trg device, implanted: (B)(6) 2011.

Event description:
It was reported that during a routine device replacement procedure, the physician noticed the insulation on the left ventricular (lv) lead had come apart when the lead was pulled. The physician used silicone and a suture sleeve to cover the damaged insulation area on the lead, which was several centimeters from the pin. The lv lead was tested and optimal measurements were observed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.